Event description:
:It was reported that the cartridge was leaking from the cartridge tubing. Reportedly, the customer would loaded a new cartridge to address the issue. Customer's blood glucose level was around 170 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.